Event description:
It was reported that the pump's alarm sound was not annunciating. The customer reported low blood glucose (bg) level of 46 mg/dl and loss of consciousness. Reportedly, paramedics were called but customer was unable to provide additional details regarding treatment of symptoms. The customer reverted to an alternate method of insulin therapy.